Manufacturer narrative:
Device evaluated by MFR: device has been returned and analysis is pending. Analysis results shall be reported in the supplemental report. Concomitant medical products: other relevant device(s) are: product ID #:8253402; serial number #: (B)(4); lot number #: 208733777; unique identifier (UDI): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that device gave an intermittent response during use / intra op. There was no response from the probe when placed on tissue. Normally runs as 0.02-0.04ma acoustic response. There was no patient impacted. There was no delay in the procedure.

Manufacturer narrative:
H3: analysis found that the reported fault could not be confirmed. The probe was connected with the patient stimulator, patient interface and mainframe with response observed. Codes b21, c21 and d16 are no longer applicable. Continuation of d10: section d information references one of the main component of the system. Other relevant device(s) are:- product ID #8253402; serial number #2nn3-1023; lot number #208733777; unique identifier (UDI) 00643169230378. Product analysis: analysis found that the reported fault could not be confirmed. The probe was connected with the patient stimulator, patient interface and mainframe with response observed. Muting probe broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up, additional information received suggests that mainframe was returned because it was part of the system. There was no response when probe was placed on tissue. The probe worked intermittently. There was no value detected on the mainframe. There were no waveforms seen on the mainframe indicating that probe was stimulating.